Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a severely calcified vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the third inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported.